Manufacturer narrative:
Additional information was received: customer reported that the scope seals were thrown away and will not be returning for investigation. Hologic received an image in which damage could be observed to the center of the seal. No further testing could be performed since the device was not returned.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a myosure/omni procedure on (B)(6) 2026, the physician was using an omni scope for hysteroscopy and began a myosure procedure using a reach device. After inserting the myosure reach through the scope the physician visualized what was believe to be a piece of plastic on the distal end of the myosure device. The device had not been activated after being inserted into the scope and the material was seen before any use of the device in the patient. The physician removed the scope from the patient and the tech removed the piece from the end of the device. The piece was reported as appeared a piece of the scope seal from the end of the scope. Staff reported that there was no material observed on the end of the device prior to insertion into the patient. The material was discarded and the physician continued the procedure without observing any additional material in the uterus. The physician reported that the procedure was completed successfully. No patient injury reported and no medical intervention required. Staff examined the scope seal at the end of the procedure and determined that it did appear as a piece of the seal had been broken off. Customer was unable to provide either the scope or the myosure lot number. No other information availlable.